Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2017 with the following findings: evaluation revealed that all of the keypad buttons were unresponsive. The keypad cover was found to be detached and missing.

Event description:
The pump was returned for investigation. Evaluation revealed that all of the keypad buttons were unresponsive there was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/05/2017.